Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 30 mg/dl at the time of the call. The customer treated their blood glucose levels with honey. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.